Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple power error was found. Blood glucose was unknown. Interprocessor communication error and hardware low level failures was found. Troubleshooting was performed. Customer was able to complete rewind the insulin pump. But self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.